Manufacturer narrative:
Product complaint # (B)(4). This is an intraoperative event. Immediately after the drain was placed and closed, drainage was found to have leaked from a longitudinal wound. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Unknown. Date of event where product had an issue? Unknown, the same day with the procedure date. Were there any intra-operative complications? If so, what were they? Not reported. Were any damage or issues noted with the drain upon placement? Not reported. Where was the tip of drain tube located? Unknown. How was the drain secured? Unknown what was the date of first activation?=>the same day with the procedure date. How was the product function verified following the first activation? Malfunction was confirmed right after drain placed in the operation. Who monitored the drainage and how often? Unknown. When was the malfunction first noted? The end of surgery. Please describe any medical intervention performed including medication name and results. Re-open the wound and new drain was placed. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. Were any concomitant procedures performed? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Not reported. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Surgeon¿s name? Unknown. Product code and lot number? (B)(4) and lot number is unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast mastectomy surgery on an uknonwn date and a drain was used. At the end of surgery, there was a flaw of the longitudinal groove near the black spot on the side of the drain, drainage leaked. Therefore, thoracotomy was performed again, and a new drain was placed to close the wound. In order to replace the drain, the closed wound was opened again, which placed a burden on the patient.further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). H3: evaluation: product sample received. One used sample was received for evaluation. The sample was checked functionally during investigation, and there was no leak observed. Also. No negative observations visually. As per the standard process, 100% inspection carried out before and after packing of finished goods. Prior to the product release external factors like improper handling and improper usage at user end could not be ruled out therefore, further investigation of the sample was not possible. The complaint stands not confirmed. Retain samples were checked for lot# and have not found. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2022. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number : unk =>j2144536 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.